Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance measurements. No intervention was performed. The patient was in stable condition.